Event description:
15 cc's of contrast and 10 cc's of saline extravasated during injection for an MRI. The extravasation was noticed after the injection was complete. Minimal swelling was treated with ice packs.